Manufacturer narrative:
Investigation: visual inspection revealed that the jaws and heater had no non conformities and some signs of clinical usage. The cannula was received with the scope wash tubing outside of the cannula and intact. The metal slider rod was severely bent. There was some evidence of blood. A f/u call was made to the reporter and it was confirmed that this could have been misreported from the hospital. Based on the visual observations, the reported complaint for "heater lifted up" was confirmed as a scope wash tubing bent failure. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro heater wire lifted up away from the jaw. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product is returning. Upon receipt of the product it was found that the heater wire was intact, but the cannula scope wash tubing had come out of the cannula. A f/u call to the reporter confirmed that this could have been misreported.